Event description:
The customer's grandmother reported that on (B)(6), 2010 at 8 am the customer's freestyle lite blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer's grandmother also reported that she did not remember everything about the event and she answered the adc troubleshooting survey questions to the best of her knowledge. As a result of the blank screen issue, the customer's grandmother reported the customer experienced a medical event on (B)(6), 2010 at 3 am when the customer did not feel any symptoms, but lost consciousness. The paramedics were called the customer was reportedly treated with glucose orally and intravenously. It was also reported the customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: reported test strip lot # 0827645 is expired (expiration: october/2010).